Manufacturer narrative:
(B)(4). Additional information received noted that this lead was surgically abandoned, while the device was explanted and will be returned.

Manufacturer narrative:
At this time the system remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up non sustained episodes were seen on the electrocardiogram. Further review noted noise and oversensing which resulted asystole for > 2 seconds. A lead replacement took place, but it was not possible to gain venous access thus the old system remains implanted with plans to implant a new system on the opposite side. Once the new system is implanted, the device and leads will be removed. No x-ray was performed to determine the root cause of this case. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
Upon additional information, this investigation will be updated.